Event description:
Received report of overinfusion of dilaudid using an alaris pca module. The syringe used in the alaris pca module is supplied as a prefilled 30 ml syringe containing 25 ml, concentration 0.2 mg/ml. Order written 2009 at 1700 was for pca only, 0.2 mg per dose, lockout 6 minutes, limit 4 mg per 4 hours. The pharmacist was notified at 2025 the same day, that the patient was tachycardic with decreased respirations and other non-specified symptoms. The physician stated the patient had received 14.4 ml from the syringe over a 30 minute period. The patient was given naloxone (narcan) 0.04mg at unspecified time, and nubain 5 mg IV at 2100. Pharmacist states she wasted 14.8ml plus whatever was in the tubing set. No additional information was available.

Manufacturer narrative:
Patient information requested and all available information is included. This report was filed by the manufacturer. The product has been requested to be returned for evaluation. It has not been received. The product data set and alaris pca module log have been received by the manufacturer. A follow up medwatch report will be submitted with any relevant information.